Manufacturer narrative:
The lead complained about was not returned for analysis. Therefore, this report only refers to the analysis results of the returned ICD. The returned ICD first underwent a status interrogation. The device status was mos2, and 61 charge processes were registered. The memory content of the ICD was checked. The check of the available iegms showed interference signals in the ventricular channel, which led to several shock deliveries, matching the clinical observation. The signal sensing of the device was then tested, which proved to be free of noise. The ICD sensed supplied signals free of interference. In addition, the icds capability to provide therapy was tested. The antibradycardic output signal was normal and matched the programmed values. A fibrillation signal was supplied, and the device reacted according to specifications with a defibrillation shock. The specified energy level was reached, and the charge time was inconspicuous. The production documents of the ICD and the lead were reviewed. All manufacturing steps had been carried out properly. There was no indication of a material defect or manufacturing error. In summary, the analysis of the device memory data of the ICD was able to confirm the clinical observation. In the available iegms, interference signals were detected in the ventricular channel, which led to several shock deliveries. The ICD proved to be fully functional during the analysis.

Event description:
After an implantation time of approximately 52 months, oversensing with inappropriate shocks has been reported. Apart from the shocks, no adverse patient events were reported. In addition to replacing the device, the rv electrode was capped.